Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/2/2016. It was reported that patient underwent incision and drainage of perirectal abscess with placement of multiple perianal setons on (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 due to recurrent perianal abscess and fistula in anus. No additional information was provided. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced microscopic hematuria, overactive bladder, urgency, frequency and urgency incontinence.